Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was defective circulation pump in an arctic sun device, preventative maintenance. Per sample evaluation results on (B)(6) 2026, wheel loose.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was noted that the device cannot be filled with water. Circulation pump was too weak. Circulation pump was replaced. Wheel loose. Wheel tightened. Cleaning, inspection, functional check, new calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was defective circulation pump in an arctic sun device, preventative maintenance. Per sample evaluation results on 27jan2026, wheel loose.